Event description:
The customer reported during a ortho hand case, the image on the left monitor changed to all static or snowy image. The system was replaced with another system and the case was completed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep duplicated the problem, and attempted to re-seat all workstation pcb's. He then verified proper ac/dc voltages. That did not correct the problem. He replaced the image processor pcb and corrected the problem. During the installation of the image processor pcb, he found a ribbon cable for the cine bridge was defective. He ordered the cable to be installed. The system operates as MFR intended.